Event description:
A malfunction was reported with a malfunction code displayed as malf 3, confirmed by the fault ID. There was no adverse impact on the customer's blood glucose level. Customer care initiated a replacement process for the pump and instructed the customer to use manual daily injections as a backup insulin therapy. The customer, who is aware of how to put the pump into storage mode, was asked to return the malfunctioning pump using a pre-paid label within 10 days. The shipping address for the replacement was confirmed.